Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block g2: medwatch#: (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Correction: block e4 (initial reporter also sent report to FDA), block h10 (related report number) and block h11 (additional MFR narrative). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.